Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that patient was monitored for withdrawal symptoms but responded well to oral baclofen, which was currently being continued at home. Signs of increased spasticity began at time of explant. Patient was stable at home and they planned ot have a new pump/catheter implant in (B)(6), 2013.

Event description:
It was later reported that erosion occurred at the device pocket. A culture was obtained from the device pocket and (B)(6) was cultured. The infection resolved. The pump was to be replaced on (B)(6) 2013.

Event description:
It was reported that the pump and catheter were explanted on 2013 (B)(6) due to (B)(6) infection in the device pocket. On 2013 (B)(6), the patient¿s mother noticed that the lateral aspect of the pump pocket was open. The mother called the physician¿s office who told the mother to bring the patient to the emergency room (ER). The patient was then admitted to the hospital and there was preliminary diagnosis after culture of the pocket of (B)(6). The patient was started on IV vancomycin and was taken to the operating room (or) on 2013 (B)(6) for removal of the device system. The patient was admitted following the explant for post operation monitoring of baclofen withdrawal symptoms. The patient did well post operation and went to the stepdown unit on 2013 (B)(6). The patient was started on oral baclofen and valium. The patient was discharged from the hospital 6 days post operation in stable condition. The patient had shown symptoms of increased spasticity. The patient was to see infection disease and neurosurgery for follow-up. The patient was to have the pump replaced in several months after the infection has cleared. The device system delivered lioresal.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).